Event description:
The device was used during a laparoscopic cholecystectomy. Reportedly, the balloon ruptured and pieces disengaged into the pt's cavity. The surgeon was able to retrieve the pieces and applied another device to complete the procedure. The hosp has reported no pt injury occurred.